Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a transmitter not found message in the middle of a sensor session. No additional patient or event information is available. Data log was reviewed for evaluation on 03/27/2017. Complaint for a message of transmitter not found in middle of sensor session could not be confirmed. The root cause could not be determined post investigation.